Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. Emergency responders came to the patient's home after the patient was found deceased at their desk. The family was concerned there was a pacemaker malfunction after overhearing an emergency medical technician stated they did not see pacing spikes on the patient's electrocardiogram. The family did not want an autopsy to be performed.